Event description:
Dr. (B)(6) relayed that 1 of his patients ((B)(6)) experienced postoperative rod/setscrew/pedicle screw interface issues twice. The issues consisted of rods either partially slipping out of or becoming disassociated with the tulips of pedicle screws, postoperatively. After the initial posterior decompression and pedicle screw stabilization from t10 to the pelvis procedure (dos: (B)(6) 2022), the patient returned for a follow-up postoperative visit. X-ray images revealed that the rods had slipped out of the pelvic screw tulips. To address this issue, dr. (B)(6) revised the patient on (B)(6) 2022. The revision case consisted of adding 2 pelvic screws, 2 domino rod-to-rod connectors, 2 cobalt chrome rods (to create a 4-rod stabilization construct), and replacing all the set screws. The patient returned for a postoperative follow-up visit at which time dr. (B)(6) discovered, through x-ray images, that at least 2 of the rods had slipped out of at least 2 of the pelvis screw tulips.

Manufacturer narrative:
The investigation of set screws that backed out on the 2 cases primarily utilized visual observations from follow-up images. These observations indicate that the rod might have been too short at its distal end, which could have hindered the correct attachment of the set screw tulip construct. Another possible factor might be an incorrect set screw lock due to the torque wrench measuring the desired force in pounds before the set screw was fully engaged at the proper tulip position. Unfortunately, based on the available information, a conclusive root cause cannot be established.